Manufacturer narrative:
Block e1: initial reporters' facility name is (B)(6). Reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a020504 captures the reportable event of a tear, rip, or hole in the device packaging.

Event description:
It was reported to boston scientific corporation that a jagwire was received by the customer on (B)(6) 2026. It was reported that a perforation was reported on the product packaging, causing the contents to become visible. The device was not used in a procedure. The reported event may suggest that the sterile barrier was compromised due to the damaged packaging. The patient was not present at the time of the event and there were no patient complications reported as a result of this event.